Event description:
"Trocar was placed - put in 5mm instrument and leaked continuously every time instrument passed. Instrument was not extra small type, but within criteria of spec. Doctor was surprised that it continued leaking throughout the entire case."

Manufacturer narrative:
Investigation of the returned product revealed a "j" shaped tear in the septum seal. This condition can be caused by insertion of asymmetrical or angular instruments, such as j-hooks or clip appliers. Applied's product information sheet recommends that extra care be exercised when using these tools, which should be centered axially before advancement through the trocar. Applied also suggests using sterile lubricant when inserting tools with highly textured surfaces. This represents our initial and final report.